Event description:
While the unit was in use on a pt, the user noticed low augmentation and pressure performance. The pt was switched to another unit and therapy was continued. No pt injury was reported.